Event description:
It was reported that the patient experienced hyperglycemia after noticing insulin leakage from the cartridge area of the ilet, with a suspected overfilled cartridge and a rubber stopper protruding, and the patient transitioned to multiple daily injections after confirming a fingerstick blood glucose of 525 mg/dl. Symptoms included elevated blood glucose for several hours without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included user-initiated back-up therapy and continued monitoring, with no medical intervention or assistance required. Investigation included troubleshooting and education on potential causes of leakage and guidance on sensor pairing and supply changes. Investigation of this case revealed that leakage was consistent with overfilling and possible improper cartridge seating. It was concluded that user handling likely contributed to the leakage and resultant hyperglycemia, with no device alerts or alarms reported beyond high glucose notifications. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.